Event description:
The nurse was ventilating air from the safepico sampler and blood sprayed out from a crack in the cylinder and hit the nurse's face and mouth. After this incident, the nurse received a health check, but no abnormality such as infection has been confirmed.

Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labelling assembly in the production.

Manufacturer narrative:
In follow report 1, b4, date of this report, was incorrectely stated as 14-may-2018. The correct date is 14-jun-2018.